Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported complaint. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report air in the hemostatic valve. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The procedure was conducted without any issues. The mr was reduced from grade 4 to 0. During the retraction of the clip delivery system (cds) from the guide, air went into the hemostatic valve of the guide but was immediately aspirated and no air entered the patient at any point, which was confirmed by the echocardiographer. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.